Event description:
Rv bipolar lead impedance warning on (B)(6) 2022 pt had an alert for rvt-rvr impedance> 1000 ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).